Manufacturer narrative:
(B)(4). For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. For 1 unit, the kit carrier and com express board assembly was replaced to resolve the reported. For 1 unit, the customer declined service after reporting that the issue had been resolved.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine had loss of audible alarms. These reports were received from various sources. Of the 2 events, 2 did not involve a patient.